Event description:
A father called about his four year old daughter who was diagnosed with type 1 diabetes the first week in (B)(6) 2013. The amp meter seemed to work well until (B)(6) 2013 when his daughter awoke at 3:30 a.m. In pain and with no movement or feeling in her left side. The amp meter result, using proper procedure of 2nd drop was 112 mg/dl. She was taken by her family to the emergency room because of the lack of ability to mover her left side and pain. The result of her blood sugar at the emergency room on an unknown meter was 50 mg/dl. No time frame was given between the 112 and 50 results. She was admitted with what the father claims was a "diabetic coma" 2nd to having had a seizure. Treatment at the hospital is unknown. Patient was discharged the next day.

Manufacturer narrative:
Meter was not returned for evaluation.